Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The account reported that the patient had a persistent, ongoing driveline infection. The patient had opted to terminate treatment for the infection and ultimately expired on (B)(6) 2020, due to deconditioning/natural causes. The device reportedly operated as intended. It was communicated that heartmate ii lvas, serial number (B)(6), would not be returned for evaluation. The hmii lvas instructions for use (IFU) list infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017, via customer order (B)(4). The heartmate (hm) ii left ventricular assist system (lvas) instructions for user (IFU), and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline and pump pocket) and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the patient outcome, the patient expired due to natural causes. Additional information was requested but not provided. It was reported the patient expired due to de-conditioning. The patient opted to terminate treatment for persistent driveline infection. It was reported the device operated as intended. The device will not be returned for evaluation.